Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.   The customer did not retain the serial number which determines the date of manufacture.

Event description:
Medtronic received a report that the bedside spo2 monitor did not alarm. The customer reported the patient died on (B)(6) 2016, cause of death is currently under investigation with the jurisdiction authorities. In event log. (B)(6) 2016 at 0:02am powered on 0:25: circuit alarm occurred. From 0:28 to 25 mute alarm was pressed several times. 0:28 the device turned off.